Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced during evaluation while running a loaded set. The alarms were confirmed during a review of the event history log. During the evaluation, there were cracks on the upstream sensor tail pins, which was determined to cause the upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.